Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the patient¿s pump was removed one month and 3 days after implant due to infection. The catheter was also removed at this time. The patient¿s side was the ¿size of half a basketball.¿ it was reported that ¿they were pulling the infection off with needles.¿ the patient was very sick and thought she was dying. At the initial implant, saline was put into the pump and, two days later, the pump was supposed to be filled with morphine but was filled with dilaudid instead. Morphine was in the patient¿s previous pump.

Manufacturer narrative:
Eval code-conclusion no longer applicable.

Event description:
The consumer reported that the catheter was still implanted in her body and the infection was resolved.

Manufacturer narrative:
This date, associated with the initial manufacturer report, has been/updated corrected. All previously reported conclusion codes have been updated/corrected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an infection and her pump was removed. Additional information has been requested, but was not available as of the date of this report.